Event description:
Dealer alleges that unit shuts down after 30 seconds. Unit alarms with red light. Unit was just returned to them from repair. Tech (B)(4) advised to bring back for repair. Original ra (B)(4).